Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32100. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error 32100 points to ac hardware current/voltage monitoring error. .

Event description:
It was reported that prior to the start of a da vinci-assisted general pyloroplasty surgical procedure, during system setup prior to a procedure, an error code 32100 occurred after the system had passed post and after several minutes one arm faulted. The customer attempted recovery; however, the fault immediately returned, and a system restart was performed but the issue persisted. Troubleshooting verified the presence of error 32100 and indicated a likely issue with an axes controller, motor (acm) board in the second unit. It was communicated that the affected universal surgical manipulator (usm) would not be usable in its current state, and it was asked whether the procedure could be performed using the remaining usms. The procedure was aborted with no patient involvement with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that two procedures were aborted due to the universal surgical manipulator (usm) being rendered non-functional.